Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, reused an old cartridge that worked fine, and agreed to inspect the o-ring during the next cartridge change. Technical support provided general information on the issue and closed the case.